Event description:
ICD delivered 1st charge (15j) & 2nd (34j) but impedance was increased & failed to deliver charge on next 3 shocks. Pt externally rescued. Tested again-impedance ok w/disd, but w/ICD, impedance >200 ohms.